Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that during use with bd q-syte¿ luer access split septum the catheter spit when q-syte was attached. The following information was provided by the initial reporter, translated from chinese to english: a patient was given arterial perfusion therapy with an indwelling arterial catheter after hepatocellular carcinoma intervention, and the arterial catheter was split when it was attached.